Event description:
On (B)(6) 2012, the reporter called animas alleging delayed response with all keypad button presses. The keypad has tears in it, but she is unsure if the delayed response with all keypad button presses happened first or not. The reporter states it takes several attempts to program correctly with first button press. The pump is not cleaned and a protective lens films is used. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses are required before the 'up', 'down', 'ok' and 'contrast' buttons engage. Confirmed damage to the keypad-the keypad cover is torn across the top of the 'up' button, exposing the button contact. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons..unrelated to the complaint, the text on the display screen is dim/faded and discolored and the battery compartment is cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. No evidence of moisture damage in battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.